Event description:
The facility returned the device for service. During service testing the failure code 814:01 was found in the event history. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event.